Manufacturer narrative:
Batch review performed on 18 june 2019: lot 110848: (B)(4) items manufactured and released on 22 april 2011. Expiration date: 2016-03-31. No anomalies found related to the issue. To date, all the items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs department. Hip revision surgery occurred 8 years after hybrid total hip arthroplasty in a (B)(6) year old woman. Radiographic images provided show the presence of radiolucent lines in gruen zones 1 and 7. According to the report, the presence of infection cannot be excluded on the basis of histological findings. The reason of this event cannot be determined.

Event description:
Revision surgery performed about 8 years after primary. Stem revised successfully. The day before the surgery the surgeon performed a tissue aspiration. The results from the aspirate, the biopsy and the implant sonication are negative. On the (B)(6) 2019 revised the implants (stem was the only medacta device) and inserted an antibiotic spacer. The morphologic findings show a periprosthetic membran and infection type iii morawietz. On the (B)(6) 2019 implanted competitor devices.